Manufacturer narrative:
The sc1 cap and reservoir locked properly into the reservoir compartment during testing. The baat tool was utilized to search for any alarms or anomalies around the complaint date. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. The pump passed the self test, sleep current measurement test, and active current measurement test. The power management parameters graph confirmed that the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Audio options screen was set to low and at high volume with vibrate and all volume settings and vibrate functioning according to settings. No volume or vibrator anomalies noted during testing. All buttons were tested while navigating the menus and no keypad anomaly was noted. Keypad overlay was removed and perform a visual inspection, and no moisture or keypad anomalies noted. The pump was cut open to perform a visual inspection, and no internal damage or moisture was found. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, the customer¿s allegations of charge/battery lasts less than expected, keypad/button unresponsive/button error, and audio/vibrate anomaly/absence of alarm were not confirmed during analysis. Carelink download and self test were not performed due to unit was closed and processed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported that the notifications were not as loud as they used to be, even when the volume was already up, causing panic when sleeping. The customer had also reported that the batteries sometimes did not last as long as seven days. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.